Event description:
The physician was placing stent. During stent placement, the stent dislodged into the stomach. Several unsuccessful attempts or retrieval were made with a snare. The physician opted to leave the stent in the pt's stomach. No further info is available.